Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011.according to the complainant, "the circuit would not work correctly, twice after resets." A second hydrothermablation procerva procedure set was used to successfully complete the procedure. No patient complications were reported as a result of this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, "the circuit would not work correctly, twice after resets." A second hydrothermablation procerva procedure set was used to successfully complete the procedure. No patient complications were reported as a result of this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complaint event was unable to be confirmed. The functional test found that the fluid heated within the anticipated time, all temperature readings were within the allotted ranges, no leaks were observed, and no alarms sounded. Therefore, the most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.